Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances, reaching high out of range measurements above 3000 ohms. No adverse patient effects were reported. This lead remains in service.